Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER due to dizziness and lightheadedness. The patient was near syncope at home. The etiology of the event was unknown. This issue resolved spontaneously. The patients medication was changed and discharged home in stable condition.